Event description:
Caught on fire - oral-b [device catching fire] case narrative: consumer via phone stated that the oral-b toothbrush caught on fire. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.